Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 162 mg/dl. Customer was not able to troubleshoot for no delivery due to insulin pump being replaced due to motor error alarm. Customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.